Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No prime alarm or motor error alarm noted. The motor passed motor test. The insulin pump had a scratched display window and cracked reservoir tube.

Event description:
It was reported that the customer received an alarm. Customer stated the insulin is squirting out during the manual prime. During the troubleshooting the customer stated the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 280mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.